Event description:
It was reported that during follow-up, high threshold was observed. Lead was explanted when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.